Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found device in good condition. Functional testing found reported error code 41541 could not be duplicated, however error was found and verified to have happened multiple times in the device error history log. The root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation. Actions were taken to mitigate the reported issue: replaced latch/lock optic flex sensor for preventive measure.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited error code 41541. No adverse effects were reported.